Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 4018072.the review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible the customer is not using the product as intended. This product is designed to push the plunger. It is not designed to pull the plunger rod back. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. While administering an infusion to a patient at 13:00 hours on (B)(6) 2024, this precharge was used to check the condition of the infusion port, and the precharge piston was dislodged during the draw and immediately replaced with a new precharge. No harm was caused to the patient.

Event description:
While administering an infusion to a patient at 13:00 hours on (B)(6) 2024, this precharge was used to check the condition of the infusion port, and the precharge piston was dislodged during the draw and immediately replaced with a new precharge. No harm was caused to the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.